Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: it was surmised that the smoke evacuation failure occurred due to deterioration caused by usage and an environmental factor. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited the smoke evacuation failure caused by corrosion of the pinch valve connection port. There was no patient involvement.